Event description:
Pt appeared on morning of 4-14-99 and reported that she had, for an indeterminate period of time, redness between the breasts and over the prior 24 hours had developed swelling and right breast pain. Examination revealed that the right breast was approx 25% greater in size than the left. Surgery was performed to explant and replace the right breast implant.